Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Additionally, it was reported that a cartridge alarm 1 occurred during bolus. A cartridge change was performed resolving the issue. Customer¿s blood glucose (bg) level ranged from 380 to "high"; although specific value was not provided. A manual injection was administered to address bg.